Event description:
Procedure type: rectopexy. According to the reporter: two magazine were used without problems with I-drive. The 3rd magazine was connected but could not be opened in the stomach. The magazine had to be removed with the I-drive reaction tool.

Manufacturer narrative:
(B)(4).